Event description:
Litigation papers allege implant failure, pain, loosening, elevated metal ion levels, discomfort and inflammation. Update: (B)(6) 2013 - the sales rep has reported the revision surgery. Patient was revised to address pain. Part and lot information have been provided. Update: (B)(6) 2014 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(6) 2014. Update rec'd (B)(6) 2015 - medical records received from legal. Patient revised to address metal-on-metal reaction, adverse local tissue response, acetabular cup malpositioning, and elevated metal ion levels. Upon revision, corrosion was noted on the trunnion. The stem remained in situ. The stem and sleeve are being added to the complaint. This complaint was updated on (B)(6) 2015.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable.